Event description:
It was reported that the video system center had no image. It is unknown how the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's allegation of no image was not confirmed. During troubleshooting with olympus technical assistance center (tac), it was found that a 1420md monitor was used that went through the inputs but none of them worked. The user was advised to grab another monitor, but the user reported that no equipment was available for swapping and troubleshooting. The user was asked to send in both pieces of equipment, the video system center and monitor, for evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, the root cause of the reporter event could not be determined. Olympus will continue to monitor field performance for this device.